Manufacturer narrative:
Films review summary: the cause of the right limb occlusion could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 54mm max diameter infrarenal aaa. The proximal neck was conical-shaped ranging in diameter from ~21 ¿ 29mm along a 2cm length, and the neck contained significant thrombus with mild calcification. The iliac arteries were non-tortuous but moderately calcified bilaterally. The origin of the right common iliac artery had been stented; the stent ID measured 8mm along the 3cm length stent. Distal to right iliac stent the flow lumen diameter of the rcia ranged from 9 ¿ 11mm, and along the length of the right external iliac measured 8 ¿ 6mm. CT¿s returned from 4 - months post-implant confirmed that the right limbs were occluded. The bifurcate ipsi limb was extended with another endurant limb into the pre-existing stented right iliac artery; the limb extended ~4cm distal to the stent into the distal portion of the right common iliac artery. Significant thrombus was seen within the bifurcate aortic body, and beginning at the flow divider the ipsi/left limb and right limb extension were both 100% occluded. Distal flow down the right side resumed just distal to the right limb extension at the right iliac bifurcation, the right internal iliac was patent, and the reia flow lumen diameter ranged from ~7 ¿ 4mm. No stent graft kinks or compression was observed within the occluded right ipsi limb and limb extension. The right limb ID ranged from 12 ¿ 16mm within the distal aaa sac, narrowed to 7mm ID within the stented proximal rcia, and measured 12mm within the distal segment of the right limb extension. The exact cause of the occlusion could not be determined. Angio¿s at implant were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. Although no clear stent graft kinks or compression was observed, it is possible that implanting within the previously stented right common iliac artery, with a resulting limb ID reduction to ~7mm, may have contributed to the limb occlusion. It is also possible that the small caliber (7 ¿ 4mm) and calcified right external iliac artery may have also been a potential cause of the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: esbf2814c103e, serial/lot (B)(4), ubd: 11-jan-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 50+mm size abdominal aortic aneurysm. It was reported that when the patient returned for follow up on an unknown date the right limb occlusion of the stent graft was identified. It was reported the right limb was occluded from the flow divider to the internal iliac artery. The physician reported the cause of the event could not be determined. The event is not resolved. No additional clinical sequelae were reported and the patient is being monitored.